Manufacturer narrative:
UDI was corrected. Device manufacture date was added as it was omitted in the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A4 weight is unknown.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. The controller exhibited a red alarm indicating a battery error and no charging. No further information is available.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received indicating previously reported that initial symptoms of device failure were observed prior to the procedure. Another controller was used to perform implantation and forgot about the issue. The final failure occurred when users were changing place of string controllers. At that time, the battery failure was identified and subsequently reported.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 UDI and serial number and h4 corrected based on the confirmation received e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Updated d9 device was returned to manufacturer. Upon review, it was identified that the . Manufacturer contact fax number (g1) was inadvertently omitted in error; the complete fax number has now been provided. Updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿battery failure alarm¿ was due to a depleted battery.